Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that during a cardiac ablation procedure for paroxysmal atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium did not work properly causing bleed back (5cc). Patient¿s hemodynamics was not compromised due to the issue experienced. No interventions were required. No air entered the patient¿s body. The sheath was replaced, and the issue resolved. Procedure was completed without patient consequences. Since there's no indication that the bleed was excessive nor that hemodynamics was compromised or that the patient required intervention, this won't be considered a patient event but a product malfunction.

Manufacturer narrative:
It was reported the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium did not work properly causing bleed back (5cc). Patient¿s hemodynamics was not compromised due to the issue experienced. No interventions were required. No air entered the patient¿s body. The sheath was replaced, and the issue resolved. Procedure was completed without patient consequences. Device evaluation details: on (B)(6) 2020, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. These findings continue to be deemed MDR reportable. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: -always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. -do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001098 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).